Event description:
A left ventricular noga map was performed with a diagnostic navi-star deflectable tip catheter followed by two ptca procedures to the left anterior coronary and to the circumflex coronary artery. (This procedure was performed under a protocol approved by israel's ministry of hlth). The length of time for the mapping procedure was 2-5 mins and it was uneventful. There was no evidence that the navi-star catheter caused the event. The ptca procedure was complicated and lasted 50 mins. Thirty mins following the ptca procedure, a tamponade was diagnosed. Emergency pericardiocentesis was followed by an open surgical drainage and hemostasis. Following surgery, the pt spent three days in the intensive postoperative unit and was later transferred to the ward. The pt was discharged seven days after the procedure and the prognosis was "very good."